Event description:
It was reported that the patient underwent sling procedure on an unknown date. Following the procedure, the patient experienced mesh exposure, discomfort and pain. The patient required excision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).